Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device case was opened and visual inspection revealed no irregularities. Memory review noted no suspicious fault codes or resets. The power level dropped to normal values by the time analysis started. No high current was noted during analysis. Attempts to recreate the high current were unsuccessful. The cause of the high current could not be established.

Event description:
This product was returned to the manufacturer without any report of performance issues or adverse patient effects. The returned device was analyzed, and the product investigation result indicated that this device exhibited the power level dropped to normal values by the time analysis started. No high current was noted during analysis. Attempts to recreate the high current were unsuccessful. The cause of the high current could not be established.